Event description:
It was reported that the patient experienced discomfort at the right upper buttock pocket site (B)(6) 2011. The elective replacement indicator (eri) was 7 month (B)(6) 2011. The pump was replaced (B)(6) 2012 due to end of battery life. At this time the device pocket site was repositioned to the abdomen to address the discomfort issue. The patient recovered without sequelae.

Manufacturer narrative:
Concomitant product: product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, product type catheter. (B)(4).